Manufacturer narrative:
Correction: the suspect set is now a device and requires a new manufacturer report number. Please reference manufacturer report number 2016493-2019-01014 for MDR reporting.

Event description:
It was reported that an 100ml bottle of propofol was programmed to infuse at 9.5ml/hr with a vtbi of 85ml however within 2 minutes the pump alarmed for air-in-line and the bottle was empty. When the rn entered the room to check the pump, the 100ml bottle was empty but the pump still indicated that it was infusing at 9.5ml/hr with 82 ml left to infuse. The patient suffered transient hypotension and required a fluid bolus as a result. There was no lasting harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an 100ml bottle of propofol was programmed to infuse at 9.5ml/hr with a vtbi of 85ml however within 2 minutes the pump alarmed for air-in-line and the bottle was empty. When the rn entered the room to check the pump, the 100ml bottle was empty but the pump still indicated that it was infusing at 9.5ml/hr with 82 ml left to infuse. The patient suffered transient hypotension and required a fluid bolus as a result. There was no lasting harm.